Event description:
The respiratory technician (rt) reported a ventilator experienced low minute, low tidal volume alarm that they could not clear during patient therapy use. The device was in clinical use at the time the issue was discovered. The ventilator was swapped with no patient issues. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Manufacturer narrative:
The remote service engineer (rse) advised the customer to perform a performance verification test (pvt) to diagnose the flow sensor. The rse advised the customer to replace the air and oxygen flow sensor. The customer last reported that they would be installing the sensor module during the week. Moreover, further information regarding the repair has been requested from the customer. No response was received.